Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure the patient experienced cardiac tamponade due to pericardial effusion. The tamponade was effectively treated with pericardiocentesis. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Event description:
It was reported that during a cryoablation procedure the patient experienced cardiac tamponade due to pericardial effusion. The tamponade was effectively treated with pericardiocentesis. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.